Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not sure how it occurred. It was also reported that buttons responded intermittently. Customer's blood glucose was 208 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, frozen display or numbers scrolling up noted. The insulin pump had minor scratched lcd window and cracked battery tube threads.